Event description:
A customer reported a notification about a minimum fill issue with their insulin pump, leading them to attempt loading a new cartridge. There was no adverse impact on the customer's blood glucose level. Customer technical support guided the customer to clean the pump and try a new cartridge, but the issue persisted. Despite following provided instructions, the problem was unresolved, prompting an escalation for further assistance. Ultimately, the customer was instructed to use a backup pump to maintain insulin delivery. A replacement pump was sent to the customer, who was also advised on returning the defective pump and preparing the replacement for use.